Manufacturer narrative:
(B)(4). This report was filed by the MFR. Product evaluated and customer's report of tubing separation was confirmed. The set received had the silicone tubing completely separated from the upper blue fitment and appears torn. Residual tubing was visible under the tubing retaining ring. A crush mark was noted to the upper blue fitment. The lot number was not identified. Based on the smartsite laser number, the set was built between 05/15/2010 and 05/20/2010. The root cause of the separation was not identified.

Event description:
Customer reported primary IV set snapped in two during transport. No additional info was available.